Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tested the tornado buttons with no issues found. The fse blew air around them to be sure. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the universal surgical manipulator (usm) 1 patient clearance joint continued to move down when the button was released. An intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from the isi technical support engineer (tse). The tse was not able to review the system logs. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no patient injury due to the issue. The issue occurred in the operating room, but outside the patient¿s anatomy.